Manufacturer narrative:
A review of the mfg paperwork has been concluded. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this pt was implanted with gore tag thoracic endoprostheses to treat a descending abdominal thoracic aneurysm. As the sheath was being removed from the pt, it tore the left common femoral artery. The physician attempted to repair the artery with a contralateral leg component, but was unsuccessful. The physician attempted a retroperitoneal incision with no success. Since the tear was higher than first thought, a midline incision was performed. The pt was in critical condition following the procedure. On (B)(6) 2011, the pt expired. Cause of death was acute renal failure.